Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). An auto-repeat test of the sample resulted higher. The sample was also tested on an alternate instrument and resulted higher. The auto-repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data, which indicated normal system check values and adequate sample mixing. The ccc reviewed the photometer data, which indicated a low sample delivery to the cuvette. The ccc auto aligned the server 3 probes and performed probe maintenance. The cause of the discordant calcium result is unknown. The ccc successfully primed the probes and ran diluent check. The instrument is performing within specifications. Further evaluation of the device is not required.